Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that a vasoview hemopro 2 used for an endoscopic vein harvesting procedure had no energy/power to jaws. Opened up another vh-4000 to complete case. No patient effects reported.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000287002 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : discarded.

Event description:
N/a.